Manufacturer narrative:
The complaint of a damaged catheter could not be confirmed from the shielded needle and photograph that were provided for investigation. The IV catheter was not returned for investigation. No evidence was observed on the returned sample that would indicate that the IV catheter was damaged. Although the manufacturing records and returned photo and sample do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Per customer response on 03apr2026 clarification received for material 382544, lot 5219644 to be investigated for catheter tip integrity as they stated "catheter tip looks mis-shaped".